Event description:
A customer reported via phone call indicating that their loaner insulin pump alarmed button error during bolus. The patient's blood glucose level was 12 mmol/l at the time of the call. The customer stated that the up error scrolls up too quickly which led to the button error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted. The pump had an unresponsive up arrow button due to corroded keypad traces. Unable to perform the displacement test due to unresponsive buttons. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.